Manufacturer narrative:
(B)(4). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular (rv) lead was fractured. It had exhibited noise that was reproducible with isometrics, along with oversensing and pacing inhibition. No asystole was noted. The lead was capped and abandoned and a new rv lead was successfully implanted. No additional adverse patient effects were reported.